Event description:
The hospital reported that during an endoscopic vein harvesting procedure, spots were visible on the screen while using two dissection tips on the vasoview 6. They tried cleaning the tips; however, the spots still appeared. A replacement device was used to complete the procedure. The hospital did no report any pt effects.

Manufacturer narrative:
Device 1: the dissection tip was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. The device was viewed by looking through an endoscope with the dissection tip attached; there was clear visibility through the dissection tip. Based upon the eval results, the reported complaint could not be confirmed. Device 2: since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).